Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing. After extensive testing and investigation, the cause of the reported failure could not be determined.the customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and was unable to verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient incident, their device unexpectedly lost power. The device was connected to the patient prior to losing power. The user reported that they attempted to power the device back on several times but received a "replace battery" message and was unable to keep the power on. The device was unable to provide any therapy to the patient as a result. There was no additional information provided on the patient event or the outcome of the patient. It is unknown if the patient required defibrillation therapy or just monitoring.